Event description:
It was reported that during lung resection surgery, "after insert into the trocar," noted the trocar was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo showed a sleeve broken off from the bottom side. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2022. Please confirm, did a piece or pieces fall into the patient? If yes, were they retrieved? If yes, are they being returned? If not, were they disposed of? All answers above are unobtainable. Once there is any update, we will update the information.